Event description:
It was reported by service report that the head left side rail would not lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - timing link.